Event description:
During an atherectomy of the leg lower extremity, as the csi catheter was being advanced to the left anterior tibial artery and (B)(6) was not able to advance to the dorsal pedis artery due to heavy calcification. He was not able to pull back the sheath. The device became entrapped. Vascular surgery was called for surgical cut down, and removal of the device.